Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead thresholds were checked prior to extending the helix, and it was observed that there was no pacing even at high outputs. The lead continued to exhibit high thresholds even with multiple repositionings, so the lead was extracted and tested on the table. Blood ingress was observed in the helix despite having not been advanced inside the patient, and during further testing, the helix was difficult to advance. When the helix finally appeared, it extended at an angle. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and was analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant. (B)(4).